Manufacturer narrative:
Additional info was received from a affiliate on 9/19/96. Info received indicated that the stent embolized to the patient's peripheral vasculature. No attempts were made to retrieve the stent. The patient experienced no clinical sequeala relative to this event. Info to date on similar events would reasonably suggest that were this malfunction to recur it would not be likely to result in a serious injury death.

Event description:
The physician was unsuccessful in the attempt to advance a coronary stent with delivery system through tortuous anatomy to the target lesion site in the patient's left anterior descanding artery. Upon the withdrawal attempt, the stent ambolized from the delivery balloon to an unk location in the patient's body. No further actions were performed and there were no clinical sequelae reported relative to the event.